Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
The complaint states that "sensor failure" was reported. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. The pediatric patient experienced a sensor failure 6 days after it was inserted in the arm. On (B)(6) 2024, the patient was on the 6th day of the sensor session when he kept getting sensor error. The cgm reading was 400 mg/dl or 500 mg/dl (parent cannot remember the exact value, continuous glucose monitor reading value is outside of the 40-400 mg/dl range.) Even if the pump was able to provide insulin to the patient, which eventually led to a sensor failure. The patient didn´t described any symptoms as he is just 4 years old. The parent called their endocrinologist about patient's condition as his blood glucose level wasn´t decreasing despite having insulin coming from his omnipod. They were advised to take the patient to the hospital for treatment. The patient was taken to the hospital by the parents at around 11:00am. At the emergency room the patient was treated with IV fluids and IV insulin. The patient was discharged at around 2:00pm the same day when he was feeling better and his blood glucose level at that time was between 100 mg/dl and 200 mg/dl. At the time of the report the patient was okay. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.